Event description:
This (B)(6) female patient was enrolled in the (B)(6) study and implanted with a 19 mm sjm trifecta valve on (B)(6) 2009. In (B)(6) 2013, the patient was seen for shortness of breath and on echo there was an increase in tricuspid and mitral regurgitation (tr/mr). On (B)(6) 2013, a bilateral heart cath was performed which confirmed stable coronary arteries with mr and grade 3 aortic stenosis. On an unknown date, the patient was admitted to an outside facility due to chest pain. Admitting diagnosis was type 2 myocardial infarction secondary to hypotension and bi-ventricular failure presumed secondary to severe aortic stenosis and aortic insufficiency in the presence of decreased lv function. Management included narcotics, nitrates, vasopressors, albumin and blood products. The patient represented in (B)(6) 2014, and hospitalization occurred at a non-study healthcare facility reportedly due to severe aortic stenosis with mild to moderate aortic insufficiency. On admission diagnosis included third-degree av block with chronic atrial fibrillation, severe biventricular congestive heart failure (ef 30-40%) and begun on inotropes/vasopressors. Due to severe end stage renal disease and third-degree av block, her medications were adjusted and the patient was weaned off inotropes as there was no clinical improvement. The patient was made a dnr and admitted to the hospice, where death occurred on (B)(6) 2014 due to cardiopulmonary arrest. Reportedly, the patient would not attend study follow-up visits and was last seen at the 5-year follow-up visit.

Event description:
This (B)(6) year-old female patient was enrolled in the (B)(6) study and implanted with a 19 mm sjm trifecta valve on (B)(6) 2009. The hospital was informed by a family member that the patient had expired. Reportedly, the patient would not attend study follow-up visits and was last seen at the 5-year follow-up visit. One week prior to the subject's death, hospitalization occurred at a non-study healthcare facility reportedly due to severe aortic stenosis with mild to moderate aortic insufficiency. On admission diagnosis included third-degree av block with chronic atrial fibrillation, severe biventricular congestive heart failure (ef 30-40%) and begun on inotropes/vasopressors. Due to severe end stage renal disease and third-degree av block, her medications were adjusted and the patient was weaned off inotropes as there was no clinical improvement. The patient was made a dnr and admitted to the hospice, where death occurred on (B)(6) 2014 due to cardiopulmonary arrest.

Manufacturer narrative:
Gtin number: unknown. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.